Event description:
It was reported that during this cardiac resynchronization therapy defibrillator (crt-d) implant procedure, low shock impedance measurements, reaching as low as 0 ohms, were noticed. Technical services reviewed the case and asked if there was any source of electromagnetic interference nearby that could be affecting this crt-d system. It was then indicated that there was a plasma blade machine, and that after it was turned off, the issue was fixed. Adequate shock impedance measurements were noticed afterwards. There was no oversensing, pacing inhibition or asystole due to this issue. This crt-d remains in service and no adverse patient effects were reported.